Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of jucrx327 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the blue assembly could not be used normally, and then removed

Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence. Upon receiving additional information, it was determined that a reportable event had not occurred. The initial complaint is a duplicate of another non-reportable complaint.

Event description:
It was reported that the blue assembly could not be used normally, and then removed